Event description:
Needle improperly tempered resulting in misfire of suture passing. All in lot were found to be abnormal. Surgeon has seen same problem at another surgicenter, suggesting widespread problem.